Event description:
It was reported that "the wire was found kinked." The device was considered unusable and was replaced with a new device. This was found prior to use. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn #: (B)(4). Upon initial triage of the returned sample, it was found that the malfunction was not reportable; thus the initial MDR, submitted on 07-apr-2026, should be retracted.

Event description:
It was reported that "the wire was found kinked." The device was considered unusable and was replaced with a new device. This was found prior to use. There was no patient involvement.